Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) can not be turned on. There was no patient involvement.

Manufacturer narrative:
Updated fields b4, d8, d9, g1(contact person-mfgsite), g3, g6, h1, h2, h3. H6investigation types, findings, conclusion, components), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and on-site inspection of the equipment at the hospital revealed an intermittent failure to power on. Consider replacing the drive valve group. The fse replaced the drive valve group and have returned it to the customer for use.

Event description:
N/a